Manufacturer narrative:
Investigation is ongoing. The cause of this event is unknown.

Event description:
The customer reported a discrepant low potassium result when compared to repeat testing on the same rp500 instrument using the same sample. There is no report of injury due to this event.